Event description:
It was reported that post successful angioplasty of the stenosed left posterior communicating artery (pca) and basilar artery; the guidewire tip became trapped in the left pca. The physician believed that the guidewire entrapment was caused by a vessel spasm; therefore, 10mg of papaverine and 1mg of nimodipine were administered intra-arterially; however, retrieval could not be achieved. Unsuccessful retrieval attempts were made to withdraw the guidewire; however aggressive retrieval was not attempted to avoid arterial dissection and perforation. The decision was made to retain the groin sheath and the guidewire in place temporarily for one day. At the time of recovery, the patient was reported to have a headache, double vision and hemiparesis of the right limb; however, the patient nihss score remained at 1. A CT scan demonstrated a subarachnoid hemorrhage (sah) and approximately 24 hours post procedure, the patient¿s headache had disappeared and a brain CT scan showed improvement of the sah. It was reported that during manipulation of the proximal end of the guidewire in order to bring the proximal guidewire end into the patient¿s femoral artery, the guidewire tip dislodge from the left pca resulting in subsequent release and removal of the guidewire. During follow up visit, a brain CT showed that the sah size was slightly increased, however, the patient¿s symptom and nihss score remained stable and the patient remained asymptomatic.

Event description:
It was reported that post successful angioplasty of the stenosed left posterior communicating artery (pca) and basilar artery; the guidewire tip became trapped in the left pca. The physician believed that the guidewire entrapment was caused by a vessel spasm; therefore, 10mg of papaverine and 1mg of nimodipine were administered intra-arterially; however, retrieval could not be achieved. Unsuccessful retrieval attempts were made to withdraw the guidewire; however aggressive retrieval was not attempted to avoid arterial dissection and perforation. The decision was made to retain the groin sheath and the guidewire in place temporarily for one day. At the time of recovery, the patient was reported to have a headache, double vision and hemiparesis of the right limb; however, the patient nihss score remained at 1. A CT scan demonstrated a subarachnoid hemorrhage (sah) and approximately 24 hours post procedure, the patient¿s headache had disappeared and a brain CT scan showed improvement of the sah. It was reported that during manipulation of the proximal end of the guidewire in order to bring the proximal guidewire end into the patient¿s femoral artery, the guidewire tip dislodge from the left pca resulting in subsequent release and removal of the guidewire. During follow up visit, a brain CT showed that the sah size was slightly increased, however, the patient¿s symptom and nihss score remained stable and the patient remained asymptomatic.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the synchro device malfunctioned. However, hemorrhage, vasospasm and patient complications are known risk associated with endovascular procedures and are noted as such in the directions for use (dfu).